Manufacturer narrative:
B3: event date unknown: device evaluation: one device was received. A visual inspection found a damaged downstream occlusion (dso) seal. During the functional testing, the customer reported issue was able to be confirmed. The cause of the issue was found to be a bad dso sensor. The dso sensor and dso seal were replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the device had a cassette error. It had no patient involvement and no patient harm/adverse event.